Event description:
Blood noted in intra-aortic balloon pump catheter (iabp) tubing, which generally indicates rupture of the balloon. This iab catheter was placed at another facility. When attempted to remove, resistance was met and unable to remove easily. Patient was able to maintain blood flow. Patient was taken to or for removal of iab catheter. According to the operative report, it appeared to be knotted or twisted, and the surgeon attempted to straighten the catheter using already placed sheaths and wires for removal. He was able to bring it to the right groin, but it was unable to be removed by the puncture site. Therefore, the femoral artery was opened for removal. The surgeon could not even straighten it once it was out of the body. Patient tolerated the procedure well.